Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral and transforaminal lumbar interbody fusion surgery from l5 to s1 on (B)(6) 2011 using rhbmp-2/acs. The rhbmp-2 was placed in the disc space and lateral gutters. Sometime postop, the patient reportedly began to experience severe low back pain,with radiating pain and weakness into his lower extremities. A CT study conducted on (B)(6), 2012, ¿revealed lucency across the interspace, indicative of failed fusion, and neurocompressive bony overgrowth" at the implanted level. The patient underwent a decompressive revision surgery on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with the followings: l5-s1 degenerative disc disease with diskogenic low back pain and underwent the following procedures: minimally invasive exposure of the l5-s1 segment. L5-s1 complete left-sided facetectomy and decompressive hemilaminectomy. L5-s1 radical discectomy. L5-s1 transforaminal lumbar interbody fusion using lumbar interbody spacer, bmp-2 allograft, and morcellized locally harvested autograft. Autologous bone marrow aspiration. Bilateral l5-s1 pedicel screw fixation. Bilateral l5-s1 posterolateral arthrodesis using bmp-2 allograft, allograft mixed with autologous bone marrow aspirate, and morcellized locally harvested autograft. As per op-notes,¿ the bony endplates at the l5-s1 level were then prepared using an angled bone rasp. A 16 x 32-mm trial lumbar interbody spacer was then tamped into the l5-s1 interspace, and this was deemed to be the correct size. The trial spacer was then removed. Bmp-2 allograft was then mixed per protocol. A combination of bmp-2 allograft and morcellized autograft was then packed into the far anterolateral aspect of the emptied l5-s1 disc space. A 16 x 32 mm spacer was then packed with bmp-2 allograft and morcellized autograft, and this was then tamped into the disc space to an appropriate depth.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6) 2011: the patient was discharged from the facility.